Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported isometric movement, and box pressure was performed with no reproducing of noise. The atrial sensitivity was re-programmed and the lead remains in use.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, since implant, the implantable pacing lead exhibited high short interval counts (sic). Patient to be monitored and evaluated at follow up visit. The ipl remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported during follow up check, the ipl exhibited oversensing of p-waves, and indicated high sic due to far field p-wave (ffpw) oversensing. The ipl remains in use.